Event description:
The needle was taken out for inspection and no issues were found. Then, the ultrasound needle was prepared to be fixed on the endoscope. The ultrasound needle was fixed and tightened. When performing the puncture, it was found that the resistance of the needle was relatively high. Subsequently, the needle was retracted. However, as soon as it was taken out, the proximal end of the handle broke off directly. Then, a new echo-19 needle was used for the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.